Manufacturer narrative:
The cadiere forceps instrument has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. A visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon was unable to open the jaws to remove the cadiere forceps instrument from the surface of the stomach. The site's robotic coordinator instructed the resident with using the instrument release key (irk) to successfully open the cadiere forceps instrument jaws to free the instrument from the surface of stomach. A tear in the stomach was noticed once the instrument was released. The surgeon sutured the stomach tissue with a 3-0 silk sh suture. The procedure was completed robotically.